Event description:
It was reported that during a lap cholecystectomy procedure, the device became stuck and would not open. A new device used to complete the procedure. There was no patient consequence.